Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the device has not been evaluated in pts with acute and chronic dissections. Potential device or procedure related adverse events include reoperation.

Event description:
On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis (tgu343410/9683445) in treatment of an aortic dissection. At the end of the procedure, the dissection was excluded and the pt tolerated the procedure. On (B)(6) 2012, a computed tomography (CT) showed a distal type I endoleak. On (B)(6) 2012, there was no endoleak present, there was a dissection. There was a reintervention to treat the pt's dissection; the dissection extended distal to the first graft implanted. The dissection was resolved and the pt tolerated the procedure.